Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is dissatisfied with the therapy and the scs system. As such, scs ipg will be explanted and replaced. The date of surgical intervention is unknown at this time. No further information is available at this time.